Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the 26mm sapien 3 case by tf approach in aortic approach, the 26mm commander delivery system balloon did not inflate due to a leak in the balloon. It was seen that the contrast leaked out at the balloon. When attempting to remove the commander and valve, the system got caught in the vasculature and needed to be removed with a surgical access (laparotomy).

Manufacturer narrative:
UDI (B)(4). The edwards commander delivery system was returned to edwards lifesciences for evaluation locked with half of fine adjust used. The flex shaft, balloon shaft, and guidewire lumen were cut from surgical intervention required to remove the device from the patient. The device had a slight bend on the proximal balloon shaft due to returned packaging. The delivery system was visually inspected. Uneven gouges were found on the flex tip. The crimp balloon was torn proximal to the inflation balloon/crimp balloon (I/c) bond. The valve was on the inflation balloon and there was bunching of the distal balloon material. No imagery was provided for review. Due to the condition of the returned device (torn) no functional testing could be performed. The complaints were confirmed through visual inspection. Crimp balloon double wall thickness measurements proximal to the tear was measured. A thin wall could leave the balloon more susceptible to tears and may be indicative of a manufacturing nonconformance. All measurements were within specification. The work orders related to the device and any components that are relevant to the complaint event were reviewed and a manufacturing non-conformance likely did not contribute to the event. A review of lot history for revealed no additional similar complaints. Complaint data for the previous 12 months was reviewed ((B)(6) 2018 through (B)(6) 2019) for the commander delivery system (all models and sizes). The following complaint devices have been returned and evaluated for this issue. The complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested patient/procedural factors may have contributed to the complaint event. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the applicable  trend category. During manufacturing, multiple 100% visual inspections and tests are performed throughout the process. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. The IFU and training manuals were reviewed for instructions/guidance relevant to proper device handling and no deficiencies were identified. Based on the investigation, the complaints for balloon torn and delivery system withdraw difficulty from vasculature were confirmed. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment (pra). If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. The uneven flex tip gouges observed during visual inspection is indicative of some level of non-coaxiality of the valve against the flex tip. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definitive root cause is unable to be definitively determined; available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section/residual fluid) factors may have contributed to the balloon torn. Once the balloon tore, it is possible that the delivery system or valve got caught on patient vasculature during withdrawal. This would have resulted in the reported withdrawal difficulty. Available information suggests that procedural factors (withdrawal of torn balloon) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed. No manufacturing nonconformities were identified as no visual abnormalities were observed on the returned sample and the dimensional measurements met specification. Available information suggests that patient (tortuosity) and/or procedural (valve alignment in non-straight section/residual fluid/withdrawal of non-deployed valve/torn balloon) factors may have contributed to the events. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. No IFU/training material deficiencies were identified. Regardless, edwards previously decided to include additional information that currently exists in the training manuals, into the IFU per a CAPA. The respective trend categories do not exceed control limits. Therefore, no further corrective or preventive action is required at this time.